Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a unspecified access tubing set "fell out" from a levetiracetam bag. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d1, d4, d9, g4, h3, h6 (update codes), h11. B5: update "unspecified access" to "continu-flo solution set". D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Priming, pressure and clear passage testing were performed on the returned sample and no defect was observed. Dimensional testing and further under water pressure testing was performed with no issues noted; the device met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.